Event description:
Customer reported unexpected negative reactions when testing a patient sample containing antibodies with capture-r ready ID (crrid) and capture-r ready scren(3) on the echo during validation studies.

Manufacturer narrative:
Reactivity of the c and e antigens were confirmed on retention crrs(3), lot r028 and crrid, lot id105, the reagents used by the customer at the time of the event. The customer did not return sample for investigation testing.